Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead exhibited rising thresholds and low impedance. The rv dislodged. The rv was revised and a lead impedance warning for high and undefined was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.